Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted, one in the rca and one in the lad. Approximately 8 months later the patient suffered ischaemic cardiomyopathy and was treated with a blood transfusion and medication. The patient recovered. The cec adjudicated the event as a myocardial infarction (vessel unknown) and that the stents were patent. The investigator assessed that the event was not related to the device or anti-platelet medication. Safety assessed that the event was not related to the anti-platelet medication and possibly related to the device.